Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
The customer requested service of citadel plus bed frame due to the broken side rail. The device inspection conducted by an arjo representative revealed partially detached left-hand foot-end side rail, controls on the right-hand head-end side rail not working correctly, faulty locking mechanism of front castor, missing handset clip and damaged power handle. The photographic evidence provided confirmed the side rail malfunction. The circumstances in which the bed was damaged are unknown. No injury was claimed. The device was taken out of use and repaired.

Event description:
The customer requested service of citadel plus bed frame due to the broken side rail. The device inspection conducted by an arjo representative revealed partially detached left-hand foot-end side rail, 3 out of 4 screws holding the panel to the metal plate were ripped off. The customer employee informed that the side rail damage was caused by the patient, however the exact circumstances are unknown. No injury was claimed. During the bed inspection, it was found that the controls on the right-hand head-end side rail did not work correctly, locking mechanism of front castor was faulty, handset clip was missing and power handle was damaged. The device was swapped out and repaired.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and the information that the bed was damaged by the patient. According to the instructions for use (IFU) for citadel plus bed (831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also include warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints and the analysis carried out by the manufacturer, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the partial detachment of the side rail.